Event description:
It was reported that the interrogated battery measurement was 2.57 volts, which is lower than eri (elective replacement indicator) level. However, review of device data via save to disk review showed the actual voltage was 2.95 volts, with previous measurements no lower than 2.93 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the battery voltage recorded in the actual device measurement was 2.95v and the value seen with telemetry was 2.03v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that the interrogated battery measurement was 2.57 volts, which is lower than eri (elective replacement indicator) level. However, review of device data via save to disk review showed the actual voltage was 2.95 volts, with previous measurements no lower than 2.93 volts. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that there was early battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. It shows the battery voltage recorded in the actual device measurement was 2.95v and the value seen with telemetry was 2.03v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.